Event description:
A 3.5 mm diameter x 12 mm length endeavor mx2 drug-eluting coronary stent delivery system was implanted into a pt for a treatment of a rca lesion. The vessel morphology was reported to be calcified and moderately tortuous with 95% stenosis. The lesion was pre-dilated with an unknown balloon. The endeavor stent did not cross the lesion. It was reported that while the physician was attempting to pull back the stent into the guide catheter, the stent dislodged before it reached the guide catheter. The physician was able to insert a balloon through the dislodged stent and deployed it proximal to the lesion site. The physician then pre-dilated the lesion and successfully implanted an endeavor drug-eluting stent of the same size at the target lesion. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval results: inherent risk procedure (embolism-device). Patient's condition affected effectiveness of device (calcified and moderately tortuous vessel with 95% stenosis). Failure to follow instructions (user attempted to pull the un-deployed stent back through the guide catheter). Conclusion: device failure/lack of effectiveness related to pt condition (calcified and moderately tortuous vessel with 95% stenosis).